Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the physician observed oversensing due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The rv lead was repositioned successfully to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events were of noise, lead dislodgement and an observed helix problem. As received, a complete lead was returned in one piece. The reported event of helix problem was confirmed. Visual and x-ray examination found the helix was bent/stretched/damaged due to procedural damage. The helix mechanism test was unable to be performed due to the condition of the helix as received. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix problem was isolated to the helix being bent/stretched/damaged due to procedural damage.